Event description:
It was reported that during a gastrectomy procedure, upon the release of the device, a portion of the staple line had only partially fired. Where the staple line was not fully formed, the contents of the stomach were leaking into the abdominal cavity. The surgeon over-sewed the entire staple line with no adverse effect on the patient.